Event description:
On (B)(6) 2008, the pt was implanted with three gore excluder aaa endoprosthesis aortic extender components. On (B)(6) 2010, the devices were explanted.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications. Please note add¿l devices implanted and related to this event: (B)(4).